Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device for longer than 48 hours. The patient reports the patient infusion site was hot to the touch, uncomfortable and had purulent discharge. The patient removed the pod from the insertion site prior to going to the endocrinologist. Once at the endocrinologist office the patient was diagnosed with cellulitis. The patient received a prescription for doxycycline to be taken once daily. The patients pod will not be returned as it has been discarded.